Event description:
It was reported that during a coronary ablation treatment procedure, char was noted on the device's electrode. The blazer prime xp (B)(4) - catheter was being used for ablation to treat the patient's atrial flutter. At the end of the procedure char was noted on the second electrode back from the tip; no char was present on the tip itself. The catheter was used with a non-bsc generator. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the catheter's connector verified normal during visual inspection. The catheter verified normal during rf ablation testing. Verified rf ablation with maestro generator 3000 in power mode. Thermistor resistance value read within product specifications. Resistor ID value read within product specifications. All electrode resistance values verified normal. No electrical opens or shorts were found. The catheter passed thermistor response test. Electrode resistance values were all within specifications. During the as received visual inspection, a char formation on the e2 electrode was found. To isolate the char event and to simulate the ablation inside the patient and fluid interaction, rf ablation testing inside the saline tank was performed. Thermistor resistance value read within product specifications. Resistor ID value read within product specifications. All electrode resistance values verified normal. No electrical opens or shorts were found. The catheter passed thermistor response test. Electrode resistance values were all within specifications. Additionally during testing, the catheter shaft was manipulated to move the stiffening rod inside the catheter to identify any potential short circuit. No short circuit was detected during manipulation. After inspection and testing of the returned device shows it met specifications. The catheter not present any issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary ablation treatment procedure, char was noted on the device's electrode.the blazer prime xp 7-110-2.5-8-10 k2 - catheter was being used for ablation to treat the patient's atrial flutter. At the end of the procedure char was noted on the second electrode back from the tip; no char was present on the tip itself. The catheter was used with a non-bsc generator. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.